Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 30.5cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The 85-90% stenosed target lesion was located in the non-tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during insertion through the guide catheter, the shaft broke. The device was pulled out and the procedure was completed with another 2.50mm x 20mm emerge balloon catheter. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The 85-90% stenosed target lesion was located in the non-tortuous and moderately calcified proximal left anterior descending artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during insertion through the guide catheter, the shaft broke. The device was pulled out and the procedure was completed with another 2.50mm x 20mm emerge balloon catheter. There were no patient complications nor injuries reported.